Event description:
In 2000 a jackson-pratt drain was placed during surgery. On 4/1/00, the surgeon tried to remove the drain but it tore and part of drain was left in pt. In 2000, the pt was returned to operating room and the remainder of the drain was removed under general anesthesia.